Event description:
Suspected false positive flu b result for 1 patient. It is unknown if the patient was symptomatic. The customer communicated the result was negative with another rapid antigen assay and by retesting the patient using a different sofia lot number.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.